Manufacturer narrative:
The device was received for evaluation. During visual inspection, ¿several dents¿ were observed on the surface of the bag. During leak testing, two pinholes were observed on ¿either surface of the bag¿. The reported condition was verified. The cause of the condition was due to a damaged section of the reel of plastic, which arose during the attaching of the reel to the machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva bag for automix was leaking from an unspecified location. The leak was discovered before use. There was no patient involvement. No additional information is available.